Event description:
It was reported via repair work order that the fowler would not lay flat due to bent litter frame and it was also reported that the both brake pedals were missing from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.